Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch, for the same issue (closed as not confirmed, no samples). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.52 kgf in average and 0.42 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.17 kgf in average and 0.08 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that at about 9:00 pm on (B)(6) 2025, the patient planned to receive debridement and suture in the emergency debridement room. When preparing articles and devices for preoperative draping, braun monosyn 6-0 urgical suture was opened. It was found that the suture needle with suture was separated and the suture broke into a section that could not be used. The needle was replaced immediately. No harm to patient. No additional information was provided.